Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code e216 (scope connection). The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be determined. From the facts obtained from the investigation, at the inspection of the repair dept, the phenomenon was not reproduced, thus we could not presume the cause of the e216 error code. Olympus will continue to monitor the field performance for this device.